Event description:
A caller reported a malfunction with their pump, which displayed a malfunction code but did not result in notable events prior to the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, but all attempts, including using different cables and adapters, were unsuccessful. Consequently, a replacement pump was sent along with guidance on transitioning to the new pump. The customer was informed to return the faulty pump using a provided package and instructed on programming and connecting their settings and devices to the replacement unit. The customer agreed to these actions, and a signature was required for delivery.